Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. No moisture damage found inside the pump. The insulin pump has cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, broken belt clip slot and minor scratched display window.

Event description:
It was reported that the customer had a button error alarm and water damage on the insulin pump. The customer's blood glucose level was 176 mg/dl. The customer was advised that the insulin pump will need to be replaced. The patient was advised to dsicontinue use of the insulin pump and revert to back up plan per health care provider instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.